Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 09/15/2015. The fse found defective pinch valve, lv14, which caused the bath and vacuum isolator chamber (vic) to overflow into the compressor. He replaced lv14 which fixed the leak and the error messages. The repairs were verified per established service procedures. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer observed a fluid leak of 10 drops from the probe of a coulter act diff analyzer while performing startup. The leak was not contained within the instrument and vacuum error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.